Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). Sterile date of affected part - 30 july 2025. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. A review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "4.36 stopcock valve unable to turn or rotate." The risk level is considered moderate. Based on complaint of "unable to turn stopcock." This determination is based on the information received from the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information on the failure. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - stopcocks breaking on two separate patients one week apart.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(6). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 4.36 - stopcock valve unable to turn or rotate. Effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - stopcocks breaking on two separate patients one week apart.